Event description:
Physician was attempting to delivery 1 endeavor resolute drug-eluting stent to a lesion in the lad but resistance was felt, physician used a little force but the balloon burst. The stent and device were removed. Another endeavor resolute stent was used to treat the patient. No patient injury or clinical sequelae were reported for the event. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first two proximal segments were raised and deformed. Numerous additional stent segments were slightly raised and misaligned. Blood and contrast were present inside the inflation lumen and balloon. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft. A longitudinal tear was located 17mm distal to the exchange joint. The tear was wide and gaping. The distal outer, inners and corewire were kinked at the same location as the distal shaft tear. Resistance was felt while loading a 0.015¿ mandrel through the inner at the location of the distal shaft tear and kink. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: (failure to deliver and stent deformation. Force used when advancing the device. Conclusions: failure to deliver and stent deformation. Force used when advancing the device. (B)(4).